Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 276 mg/dl. . Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. The insulin pump has severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).